Event description:
Case description: investigation result: name: novopen 4, batch number: gvgh300. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: novopen 4, batch number: hvgn384. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission, this case has been updated with the following "malfunction", "is non reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b,c,d,g codes updated. Narrative updated accordingly. Final manufacturer's comment: 10-jan-2025: the suspected devices novopen 4 have not been returned to novonordisk for investigation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novo-pen 4. Patient's underlying medical condition of type 1 diabetes mellitus is a significant confounding factor for the development of hyperglycaemia. H3 continued: evaluation summary: name: novopen 4, batch number: gvgh300. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Case description: investigation result: name: novopen 4, batch number: gvgh300. Visual examination and functional testing were performed. It was not possible to investigate the returned sample comprehensively due to no cartrigde holder was received and it was not possible to mount a cartridge. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Due to the cartridge holder was not received the pen could not be tested for function as normal with a needle and a cartridge attached.the part of the visual examination and functional testing without the cartridge and cartridge holder mounted were performed. No remarks name: novopen 4, batch number: hvgn384. It was not possible to investigate the returned sample comprehensively due to missing cartride holder and no cartrigde can be mounted.foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it is a result of accidental damage during use of the device.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Visual examination and functional testing were performed. Due to the cartridge holder was not received the pen could not be tested for function as normal with a needle and a cartridge attached. The part of the visual and functional testing without the cartridge and the cartridge holder mounted were performed. No remarks. Since last submission, this case has been updated with the following "malfunction", field updated. "Qc result" and "qc comment" field updated. Annex b, c, d, g codes updated. Narrative updated accordingly. H3 continued: evaluation summary name: novopen 4, batch number: gvgh300 visual examination and functional testing were performed. It was not possible to investigate the returned sample comprehensively due to no cartrigde holder was received and it was not possible to mount a cartridge. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Due to the cartridge holder was not received the pen could not be tested for function as normal with a needle and a cartridge attached. The part of the visual examination and functional testing without the cartridge and cartridge holder mounted were performed. No remarks.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Blood glucose level of 500/600 mg/dl [blood glucose increased]. Pens do not work properly [device malfunction]. Case description: this serious spontaneous case from poland was reported by a consumer as "blood glucose level of 500/600 mg/dl(blood glucose increased)" with an unspecified onset date, "pens do not work properly(device malfunction)" with an unspecified onset date, and concerned a male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , novopen 4 (insulin delivery device) from unknown start date for "device therapy", patient's height, weight and body mass index were not reported. Current condition: type 1 diabetes mellitus (duration not reported. Concomitant products included - novorapid penfill (insulin aspart 100 u/ml), tresiba penfill 100 u/ml (insulin degludec 100 u/ml) on an unknown date the pens did not work properly, as the patient recently recorded blood sug-ar levels (blood glucose) of 500-600 mg/dl. The pens were returned for analysis. Batch numbers: novopen 4: gvgh300, novopen 4: hvgn384. Action taken to novopen 4 was not reported. The outcome for the event "blood glucose level of 500/600 mg/dl (blood glucose increased)" was not reported. The outcome for the event "pens do not work properly (device malfunction)" was not reported. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: since last submission, this case has been updated with the following patient medical history added. Product tab updated (concomitant drug). Narrative updated accordingly. Preliminary manufacturer's comment (B)(6)2024: the suspected devices have not been returned to novonordisk for investigation. No conclusion is reached.